Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, and the root cause was determined to a defective air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump which experienced failure code of 810:11. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as a remediated pump with software version 6.13.90. No additional information is available.